Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-02531. It was reported the patient ((B)(6)) experienced ineffective therapy after having a permanent scs system implanted. System diagnostics determined high impedances on the lead. A sjm representative tried reprogramming to no avail. X-rays revealed the leads have migrated. Surgical intervention will be taken at a later date to address the issue.

Event description:
Device 1 of 2.reference MFR. Report# 1627487-2016-02531.additional information received identified one of the leads (unknown which one) was explanted and replaced which resolved the issue. Reportedly, effective therapy was restored postoperatively.